Manufacturer narrative:
Correction section e1: initial reporter and facility additional information: h3 device evaluation the service engineer (se) inspected the ventilator and confirmed the reported issue. The se replaced the graphical user interface (gui) central processing unit (cpu) board and direct current (dc)- dc board (burnt c83 capacitor) to resolve the issue. The ventilator passed all required testing per manufacturer's specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in the dc-dc board (burnt c83 capacitor) and the gui cpu board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and isolated the issue to a burnt c83 capacitor on the direct current (dc) to dc converter printed circuit board assembly (pcba). If the dc-dc pcba is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator suddenly shut down. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury. Additional information was received reporting that there was smoke from the left panel of the ventilator. It is unknown at this time if the smoke occurred during patient use or during servicing the ventilator.